Manufacturer narrative:
The subject device in this report has not yet been returned to olympus for evaluation. This will be supplemented if device evaluation becomes available.

Event description:
Olympus was reported that a part of the ptfe pad is partial separated after a very short time of use. The physician replaced the subject device with similar device. The procedure was complete. There was no patient harm reported.